Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient attended to clinic for follow up. The patient's pacemaker (pm) failed to be interrogated. The pm was explanted and replaced on (B)(6) 2024. The patient had no consequences.